Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted inside the 23mm valve. Patient remained stable throughout procedure.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful as customer reported patient authorization is required. The cause of the event cannot be determined. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per physician, surgical valve did not prematurely fail.